Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had a suspected dislodgement as right ventricular (rv) capture was noted during atrial pacing. Increased and high ra thresholds were also noted. The lead was programmed off but patient was symptomatic with this programming so it was programmed back on. The lead remains in use. No further patient complications have been reported as a result of this event.